Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to include the investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary under h10. Additional information (d4): this emdr is being submitted to include UDI#. Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Investigation summary: on 22/oct/2021 a query was run by complaint investigator (B)(6) from 01/jan/2020 up to 22/oct/2021 in the system, associated to dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate and two (2) complaint was identified, refer to table#1 for details. Refer to nonconformance report attached. Based on the visual inspection of the picture received, the reported condition could be confirmed. Supporting information attached (type yes or no): no. What is the extend of the nonconformance (nc)? This document has been created to perform the preliminary investigation for complaints, lot number, icc and sap material for affected lot number 0d02779 with issue of dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate. The scope of this nonconformance report is to cover affected lot 0d02779 manufactured in scd packaging line, reported in this investigation process review: according to (B)(4) process instructions primary assembly and packaging ¿ scd ver 14.0. Until ver 9.0 section 8.0 process instructions ¿ primary packaging scd / bar sealer. Refer to nonconformance report attached. The length of the cut hydrofiber pad should be checked with the scale or by comparison with the template opening to determine whether the pad is the correct length to be placed on the cutting die. If the pad is too long, scissors may be used to cut the pad to the correct length. Scissors may also be used to trim the end of the pad to a square cut. If the pad is short of the length of the opening in the template and can be easily stretched to fit the template opening without thinning the pad, the pad may be stretched to fit the opening. If the pad cannot be easily stretched to fit the opening, the pad should be discarded. The pad must be pressed securely against the adhesive on the cover. To produce a dressing with straight and square ends of the pad, it is very important to fit the pad squarely into the corners of the opening in the template when placing the pad onto the cutting die. The ends and corners of the pad must be tamped down securely, before the remainder of the pad is pressed down along the sides of the pad and in the center of the pad. The above assembly process for the involved product, as well as the documented instruction were reviewed along with the process team, looking for any points where the product could be affected and cause this type of defects; as a result, the line was performing as intended since all steps were being executed according to the specifications. Batch record revision results: table #3 ¿ final lots information: final lot: mfg line: mfg qty: mfg date: pi / ds quality tests results: 0d02779 ; scd; (B)(4); 22/apr/2020; pi31-097 satisfactory results. No issues identified. Based on the review performed to the batch record of finished good lot (s), all the components utilized were correct per bom, under applicable icc code and erp material. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the applicable process instruction. Therefore, no discrepancy related to this issue were found within the documentation. These are the batches of hydrofiber used to assembly the final lots of the reported complaints. Batch record review for the affected bulk material lots was performed, and no issues related to the reported problem were found. See table below: refer to nonconformance report attached. The dfmea¿s (dhf:674 - aquacel® ag surgical ver. 2.0) for the involved aquacel family were also analyzed; according to the dfmea, the failure mode of dressing not absorbing can be provoked by issues on the material itself. Based on this, convatec deeside, the manufacturer of the dressing, was notified and requested to perform a batch record review for the material lots used on the manufacturing process for the involved complaints lots. See below the failure mode captured in the dfmea. Refer to nonconformance report attached. Complaint data analysis: on 22/oct/2021, a query was run on the system for the failure mode ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ for products manufactured at the scd manufacturing line reported to haina, dominican republic (dr), from january 2020 to 22/oct/2021, to conduct a customer complaint data review and identify if there is currently an adverse trend, as a results three (3) complaints were identified related to the reported problem. Risk evaluation: this complaint has been evaluated for MDR reportability using (B)(4) MDR procedure work instruction. The 30-day MDR reportability decision for this complaint is yes. There was no harm reported with this complaint. The complaint as described has been reviewed and does not represent a threat to public safety. Conclusion of preliminary investigation: after doing the investigative process, reviewing the manufacturing processes of the impacted orders and making a history of nonconformities and complaints, it was concluded that the processes carried out on the product in haina have no effect on the defect reported by the customer. Batch record review was performed, no issues related to the failure mode reported were found within the documentation. No absorption test is performed to hydrofiber in haina facility. This case will be monitored track and trend. The investigation associated with related event was approved and complete. No additional action was required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was bad absorption issue for dressing within 1 day. It was applied to surgical wound after total knee arthroplasty while the knee was at 30 degrees angle. The skin preparation used prior to application included n/s cotton to clean with betadine. There was no harm reported. A photograph depicting the issue was received from the complainant.